Event description:
It was reported that during a cryo ablation procedure, the patient experienced sudden hypotension. A transthoracic echocardiogram (tte) was preformed that confirmed that the patient had experienced pericardial effusion due to a perforation to the left atrium. It was noted that hemodynamic support was provided and pericardiocentesis was performed by the physician. The patient 's condition stabilized. The procedure was aborted and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and achieve mapping catheter 990063-020 with lot number 210859724 were returned and analyzed. Data files did not show any system notices or issues. Visual inspection of the mapping catheter showed the shaft and service loop were intact with no issues. In conclusion, the catheter passed all inspections per specification and a clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.